Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 1 brief inquiry description easypump finishing early & leaks detailed inquiry description few different issues with easypump I recently converted them to. - 1 patient had the same issue twice. One larger patient keeps having the pump finish much earlier than others. His last pump this past friday (12/6) wasn't as fast but was faster than the 46hours. - 1 patient arrived in clinic at 830am & the pump was empty, patient's infusion should not have completed until that afternoon. - 2 pumps leaked. One was leaking at the filling port cap. Nurse reported it was wet when she picked it up from pharmacy prior to attaching to patient. Second pump was after a patients infusion. The nurse is sure she clamped the pump before disconnecting from th patient. They opened the pouch & there was fluid all over the place.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 1: four (4) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, white precipitation was observed around the easypump ii sample and the black pouch. From these photos, a leakage point was unable to be identified. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.